Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy performed on (B)(6) 2012. According to the complainant, during the procedure, while attempting to place a clip within the patient's rectum, the clip slipped from the tissue and was not able to be released from the delivery catheter. Reportedly, the clip was hanging off the end of the delivery catheter. The device was able to be withdrawn from the patient with the clip assembly attached, and then the procedure was completed using another resolution clip device. No patient complications resulted from this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Patient age/date of birth is unknown. However, the patient was over 18 years old. (B)(4) for the reported event of clip failed to release from the delivery catheter. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy performed on (B)(6) 2012. According to the complainant, during the procedure, while attempting to place a clip within the patient's rectum, the clip slipped from the tissue and was not able to be released from the delivery catheter. Reportedly, the clip was hanging off the end of the delivery catheter. The device was able to be withdrawn from the patient with the clip assembly attached, and then the procedure was completed using another resolution clip device. No patient complications resulted from this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
A visual examination of the returned device found that the device was half deployed and there was a kink in the control wire. Additionally, the clip assembly was returned. The yoke, which was still attached to the control wire, was then actuated and deployed. The complaint of clip failure to release from catheter was not able to be confirmed since the clip assembly was deployed. However, the event may have occurred due to anatomical/procedural factors which limited the device performance as evident by the kink in the control wire. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.